Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. Placeholder.

Event description:
Patient was diagnosed for degenerative disc disease due to lumbar neuritis and underwent a total disc replacement on (B)(6) 2013. The surgeon was performing an l4-5 lumbar disc replacement using prodisc-l. The poly insert would not fully seat/lock into the inferior end plate when using the applicable inserter and inlay pusher instrument. The surgeon tried several times and described that the pusher would not to match up with the poly insert. The pusher would disengage with the poly and advance superior to the poly instead of advancing the poly posterior into the locked position of the inferior end plate. The poly insert was seventy-five percent of the way into the end plate but after several attempts, the poly insert would not lock in as it should. The surgeon was able to remove the poly, and after inspection determined it should be replaced. Another poly insert was opened, and another attempt to seat this new poly into the end plate was made. However, the same issue occurred and it would not lock properly into the end plate when using the pusher. The surgeon then had to remove the poly, the inferior end plate, and the superior end plate. The surgeon was able to lock the poly insert into the inferior end plate by hand outside the patient. The surgeon then inserted the pdl implant en bloc (inferior end plate, superior end plate, and poly insert) using the inserter into the patient without any incident. X-rays confirmed ideal placement both on the lateral and ap images. The surgeon was satisfied with the final placement. The problems with the poly inserts and/or the inserter and/or the pusher delayed the surgery approximately five minutes. The surgeon did not feel there was any direct harm to the patient, and was pleased with the final results. This is 2 of 6 reports for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. Review of the inlay revealed damage to the radiused face along with concentric scrap marks on top of the flat portion of the inlay that comes in contact with the inlay pusher. Additional damage was noted on the rails of the inlay that mate with the inferior plate. The complaint description states that the inlay pusher seemed not to match up with the poly and would skive off after the poly was 75% into the end plate. This issue occurred twice using the same inserter/pusher. Per the completed DHR review, the inlay features were measured on the cmm during inspection and verified to meet specifications. Therefore, there appears to be an issue with the instrument and not an issue with the inlay itself. As a result there are no relevant dimensions to measure. Furthermore, due to the as-received damage present on the inlay, it would fail established in-house visual inspection standards and dimensional specifications for relevant dimensions. Measurements taken are only to confirm whether the correct inlay was returned / used.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development event evaluation was performed. The prodisc-l total disc replacement is intended to replace a diseased and/or degenerated intervertebral disc of the lumbosacral region in patients with discogenic pain associated with degenerative disc disease (ddd) at one lumbar spinal segment level between l3 and s1. The prodisc-l is a modular implant comprised of a superior endplate, an inferior endplate, and a polyethylene inlay. During a prodisc-l implantation procedure, the two endplates are placed in the disc space after removal of the diseased disc. The polyethylene inlay is then placed into the inferior endplate. The complaint description stated that a polyethylene inlay could not be seated into an inferior endplate using inserters and inlay pushers, which resulted in a minor surgical delay (5 minutes). One inlay pusher (pdl434 lot a7oa17), two inserters (pdl404 lots a7oa27 and a7oa47), and one polyethylene inlay (pdl-l-pt10s lot 6949822) were received in acceptable condition. Minor damage was observed on the instruments and inlay. The condition of the received parts did not reveal any design related issues. No design related issues could be identified with the returned parts.